Event description:
It was reported that a 60-year-old black or african american female patient underwent revision breast reconstruction surgery with a 190cc mentor memorygel breast implant on the left side on (B)(6) 2019, and with a 175cc mentor memorygel breast implant on the right side on (B)(6) 2019 and experienced left side capsular contracture; baker grade unknown, and bilateral breast mass postoperatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2022. The masses were found to be benign upon removal. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).